Event description:
Related manufacture reference number: 2017865-2023-19108. It was reported that the patient presented remotely. Review of transmission noted that the atrial lead and ventricular lead exhibited noise oversensing causing pacing inhibition and inappropriate mode switch. No interventions were performed. The patient was in stable condition.